Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, by the patient, that following a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The patient had a 3.5x16mm taxus express2 drug eluting stent (des) implanted in an unknown location. At 1093 days later, the patient reported suffering a myocardial infarction due to a "clot" in the previously implanted taxus express2 des. He stated he had no symptoms of thrombosis and had a normal stress test 4 months ago. The patient was treated with "clot busting drugs" at an unnamed hospital and then airlifted to another facility. He states he saw a physician for an angiogram and ultrasound after transfer. He also states he sustained "heart damage". The patient reports current medications to include warfarin and life-long prescription for plavix. Additional information has been requested but not received.